Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt had a revision surgery on (B)(6) due to the second dissociation of the centrax and v40 head. During the surgery, the surgeon noticed that the locking ring had already come off from the metal shell. The surgeon implanted a new same offset head (26mm+4mm) and a 54mm centrax instead of them." Further info: when the pt sits on a chair and was abducting his hip, the centrax dissociated from the v40 head.